Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was powered on an error screen was displayed and the programmer was power cycled and then functioned as normal. It was further reported that the programmer froze "when the setting was restored with "initial value". The programmer was turned off and the settings were changed after the programmer was restarted. The programmer was returned to service. No patient complications have been reported as a result of this event.